Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-mar-2023. Investigation summary: p14j protector received by our quality team for investigation. Upon visual inspection, is observed the cannula of the protector enters the vial slightly displaced. The product was visually inspected, no damage or defects were observed on the protector housing or needle. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue. No leakage outside of the protector was identified, however, liquid was observed inside the expansion chamber. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure could then create a leak into the expansion chamber. A device history review was performed for reported lot 2206109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Three retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device.

Event description:
It was reported that leakage occurred between the bd phaseal¿ protector p14j and keytruda vial during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about chemo leakage from around the air vent needle of protector. According to the customer's report, when the protector was attached to the vial of keytruda, leakage from around the air... The leakage was found when the vial was inverted, so the leakage was between protector and vial. The customer commented that the needle might be inserted at an angle."

Event description:
It was reported that leakage occurred between the bd phaseal¿ protector p14j and keytruda vial during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about chemo leakage from around the air vent needle of protector. According to the customer's report, when the protector was attached to the vial of keytruda, leakage from around the air. The leakage was found when the vial was inverted, so the leakage was between protector and vial. The customer commented that the needle might be inserted at an angle.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.